Event description:
Device depleting pad paks. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 18th january 2019. The DHR for the returned pad-pak from lot a2533 (expiry may 2021) was reviewed, which revealed it was (B)(4) manufactured on the 30th january 2017. Information from the history log showed the device was first installed on the (B)(6) 2019, logging a voltage of 10.97v, which is inconsistent with a new pad-pak. The device then began to issue low battery fails less than 2 weeks later on the (B)(6) 2019. An increase in voltage was then logged on the (B)(6) 2019, suggesting a further pad-pak was installed and these voltages recorded are consistent with a new pad-pad. The device then proceeded to pass all self-tests for its remaining year in service prior to return to heartsine on the 27th july 2020. During the investigation the returned pad-pak was found to be severely depleted, as per the reported fault. No fault or excess current drain was identified on the sam 350p that would have resulted in the depletion of a pad-pak prior to its expiry date. The integrity of the membrane, led drive circuitry and pogo pins were verified by measurement during the investigation. The device was then left in the humidity chamber at 50°c 95%rh for 5 days while performing a self-test every 20 minutes. The current drain and pad-pak ocv and ccv were measured before and after testing with no significant change observed. Given the evidence that the returned pad-pak had been depleted prior to installation within the returned unit, and no fault found on the device, it is unclear why the pad-pak had become depleted. The issue could relate to the storage conditions of the pad-pak prior to installation within the returned unit. However, this could not be confirmed. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 350p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device depleting pad paks. There was no patient involved in this event.